Event description:
It was reported that there is no alarm about the loss of connection. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer connect to the customer system via remote services network (rsn). The rse view the clinical audit trail and the error log. The rse confirmed inop's within the audit trail. The inop's cleared on their own after the switch came back online the rse then checked the switch log which showed two restarts of the switch in the morning at 6:15 a.m. And 7:15 a.m. Further investigation with the customer's medical technology confirmed emergency power tests were carried out that morning and the switch does not appear to be buffered by an uninterruptable power supply (ups). The customer confirmed that they will check this and retrofit a ups if necessary. A philips product support engineer (pse) also reviewed the information and provided the following information: if a network switch was having a power failure, then network traffic would stop between the bedside and pic ix. If the loss in communication lasts long enough the inops would be triggered. The power test may have been just long enough to interrupt data but long enough to trigger an inop. That is normal as you don't want to trigger excessive inops for transient network issues that resolve on their own. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty or missing ups. The customer confirmed installation of a ups carried out according to philips healthcare instructions. Device returned to full functionality. Reporting institution phone # (B)(6). Reporter phone #